Event description:
During phacoemulsification-sculpting phase, dr noted that the phaco handpiece stopped working. The screen of the unit indicated ground fault-phaco handpiece. Dr noted at this time that the phaco tip had cracked. A new phaco handpiece and a fresh phaco tip was then used to finish phacoemulsification. Visual inspection of the pt's eye through the microscope did not reveal any metallic fragments floating in the anterior chamber of pt's eye per the dr. Rupture of the posterior capsule of pt's right eye happened as a result of tip cracking.